Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced ise tubing, the cables for the sodium, potassium and chloride electrodes, and the buffer bottle tubing to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information was provided.

Event description:
The customer reported receiving erroneous high patient results for sodium (na), potassium (k) and chloride (cl)on the au680 clinical chemistry analyzer. There was no change in patient treatment in association with this event.